Event description:
It was reported by customer that discolored on the membrane frame assembly. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of discolored membrane frame was confirmed during the external inspection of the suspect devices received. The external and internal inspections were performed on the suspect devices, during external inspection the issue reported was confirmed, both membrane frames were found yellow colored. On suspect pump module (s/n: (B)(6) no other irregularities were observed and internal inspection observed no obvious anomalies with any electrical or mechanical components. On suspect pump module (s/n: (B)(6) internal inspection was performed and fluid ingress was observed under the membrane frame. In addition, the air in line optical sensor (op1) was found broken, this was noted as incidental and it¿s not related to the issue reported. Suspect pump module (s/n: (B)(6) a review of the pump module (s/n: (B)(6) error logs showed error code 242.4030 (motor stall failure) occurring several times since (B)(6) 2025. A review of the pump module (s/n: (B)(6)) event log indicated that no infusions have been performed since (B)(6) 2025. Suspect pump module (s/n: (B)(6)) a review of the pump module (s/n: (B)(6) error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pump module event logs showed no data for the reported event date on the suspect pump module. The facility did not provide infusion details. According to the review, the last programmed infusion administered by the suspect pump (s/n: (B)(6) was on (B)(6) 2025, using a rate of 100 ml/h and a volume to be infused (vtbi) of 955 ml. The infusion started at 1:37 pm and finished at 3:16 pm because the unit was powered off. The alaris system maintenance (asm v 12.1) was used to perform preventive maintenance (pm) on the returned pump modules to observe the current functional state of the device and to ensure the issue reported was only cosmetical. The suspect pump module (s/n: (B)(6) passed all maintenance tasks. On the suspect pump module (s/n: (B)(6) while the first task, ¿instrument inspection¿ an error 242.4030 (motor stall failure) occurred, the device was disconnected, and an internal inspection was performed to verify the displayed error. Internal inspection observed the air in line optical sensor (op1) was broken, the air in line (ail) sensor was temporally replaced with a known good lab ail sensor, this only for testing purposes. Preventive maintenance was performed on suspect device with ail sensor replacement, and as a result, the device passed all maintenance tasks. The administration set loading, iui inspection and alaris ® system cleaning instructions tip sheet reinforces the following alaris ® system cleaning instructions: turn the instrument off and unplug the power source before cleaning keep instrument upright and do not allow any part of instrument to become saturated with or submersed in fluid during cleaning operation. Use a soft cloth dampened with warm water and a mild nonabrasive cleaning solution to clean all exposed surfaces. For sanitizing or antibacterial treatment, use 10% bleach solution and water. Use a soft cloth dampened with water to rinse off cleaning solution. Allow devices to dry before attaching modules. Dry time is dependent on temperature, humidity, ventilation of the area. The device was reported to have no patient involvement. Root cause: the root cause for the report of pump module with colored membrane frame was unable to be completely confirmed, however, a probable cause of the yellowing discoloration is being attributed to degradation or other chemical changes in the urethane base material, possibly due to exposure to unknown chemical agents. Note that this report lists imdrf annex a0401, a040502, a1801, c07, c0503, c0601, d15, d08, g02017, g04088 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.